Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that at 12:00pm the patient had a blood glucose result of hi mg/dl(which on the system indicates a result in excess of 600 mg/dl) on his aviva insight meter. The patient felt unwell and experienced elevated blood glucose symptoms of vomiting. The patient's parents transported him to the hospital. At 12:30pm the patient arrived to the hospital and was admitted. Upon arrival at the hospital the patient obtained a blood glucose reading on his aviva insight meter of 5.6mmol/l, and on his aviva nano of 24.2mmol/l. The time frame between the readings was not provided. The hospital obtained a ketone reading of 5.7 on their meter. The hospital treated the patient with a saline and IV drip. The patient was discharged from the hospital at 11:30pm. On (B)(6) 2017 customer allegedly received the following results, with two different meters, within 10 minutes: 9.0 mmol/l (aviva insight), 22.0 mmol/l (aviva nano), and 22.0 mmol/l (aviva insight). All readings on (B)(6) 2017 were obtained with the same vial of test strips. Return of the suspect device was requested for evaluation.